Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2011". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt and perforation. Patient code(s): appropriate term/code not available (3191) was selected for the alleged patient opiate addiction. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported depression, opiate addiction, and inability to have intercourse are directly related to the filter and unable to identify a corresponding failure mode at this time. The product is manufactured and inspected according to specifications. The following allegations have been investigated: tilt, vena cava perforation, depression, opiate addiction, inability to have intercourse. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right femoral vein due to deep vein thrombosis. Patient is alleging tilt and vena cava perforation. It is further alleged "plaintiff attributes a 1.87 degree tilt (left to right) and 4.51 mm caval perforation to the device implanted" and "plaintiff states his health conditions have declined drastically and is unable to have sexual intercourse." It is also alleged "plaintiff stated he was diagnosed with depression and opiate addiction in approximately 2011 by [name redacted]. He was treated with trazodone... Plaintiff is no longer suffering from depression and opiate addiction." Per report from CT (computed tomography) dated (B)(6) 2019: "ivc filter evaluation, placed in 2011." "The ivg filter is almost entirely above the level of the renal veins, with the apex of the filter in the intrahepatic portion of the ivc, 4.0 cm above the renal vein origins. The ivc filter is not significantly tilted. There are struts perforating the wall of the ivc as follows: right anterior lateral, 1 mm; right posterior-lateral, 1 mm; left anterior lateral, 1 mm; left posterior-lateral, 1 mm. There are no broken open struts. There is no ivc stenosis." Per report from CT (computed tomography) #2 dated (B)(6) 2019: "positive for caval perforation. Superior extent of filter is at inferior t12 vertebral body. Inferior extent l 1-l2 disc space. A total of four prongs have perforated through ivc, series 2, image 38. Maximum distance prong perforated through ivc is 4.51 mm, series 2, image 38. Coronal images show 1.87-degree tilt of filter left-to-right, series 300, image 43. Sagittal images show 3.65-degree tilt posterior-to-anterior, series 301, image 65. Diameter of ivc directly above filter measures 28.46 mm x 26. 76 mm, series 2, image 19."